Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. During the procedure there are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, cause for the central leak and leaflet was not moving properly at 1 day post procedure cannot be confirmed. However, per report, the valve was fractured with a non-edwards bav after the thv was deployed. It is possible the post-dilation may have over-expanded the valve and caused leaflet coaptation issues resulting with central regurgitation. There was no indication a product deficiency contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
One day post deployment of a 23mm sapien 3 ultra valve in the aortic position inside a failing 23mm surgical valve, an echo revealed aortic insufficiency and it appeared that the anterior leaflet was not closing properly. Approximately 5 days post implant a 2nd 23mm s3u valve was implanted. Per report, one leaflet was not moving properly per imaging (tte) resulting in severe central leak. The surgical valve was failing due to stenosis and regurgitation. The 1st 23mm sapien 3 ultra was successfully implanted. A valve fracture with a 24mm non-edwards bav was performed after the thv was deployed. At the time of implant there was no issue noted on echo. The patient was stable and transferred for post management care.